Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction it was reported that they had their device implanted almost 3 weeks ago and it has been going well. The patient stated they also use a device called "nidra bands" for their restless leg syndrome. The patient said they cleared it with their doctor and they said it shouldn't be a problem and they hadn't had a need to use it since their final surgery. The patient reported they decided to use the device on saturday night because their restless legs was a neurological issue and it was kicking up a storm so they put the bands on and turned them on and they got a cramp in their right calf, the patient stated that they still have the cramp. Agent asked patient if the bands were electric and patient stated they use electricity to charge them. Agent reviewed that it was a possibility that the bands may have interfered with the sacral nerve and that that was what caused the cramp but need to be confirmed from healthcare pr ovider (hcp). The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-jan-07 additional information was received from the patient. The patient mentioned they had restless leg syndrome and stated they were told they could use a restless leg device that stimulated one of the nerves and about 10 days after they got the implant they were told they could use this device (the patient stated both their doctor and rep said it was not a problem to use this), so they used the device. The patient stated this had been reported and they had a reaction to using the restless leg band at the same time their stimulator was on because no one told patient they needed to turn it off and they said it would be fine so they backed off from the stimulation setting after that a little bit because patient ended up with two hematomas in their right calf and had terrible cramping and swelling and found out they had 2 hematoma's in it. The patient then stated "everything is fine".

Event description:
Additional information was received from the healthcare provider (hcp). The caller spoke with a patient who had restless legs and used the nidra bands for treatment as needed. They stated they used it once since their implant and noticed significant leg cramps after using. They wanted reassurance there were no contraindications with using this.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.